Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a thoraco-abdominal aortic aneurysm using three gore® tag® thoracic endoprostheses ((B)(4), and (B)(4)). The procedure was concluded with no endoleak present. On (B)(6) 2010, the patient was discharged from the hospital. The aneurysm diameter measured 90 mm. No endoleaks were reported. On (B)(6) 2010, follow up imaging revealed the aneurysm diameter measured 54 mm. On (B)(6) 2011, follow up imaging revealed the aneurysm diameter measured 60 mm. A type ii endoleak was discovered. The physician decided to take a wait and watch approach. On (B)(6) 2012, follow up imaging revealed the aneurysm diameter measured 64 mm. The type ii endoleak was no longer visible on imaging. On (B)(6) 2012, follow up imaging revealed the aneurysm diameter measured 68 mm. A type ii endoleak was discovered. On (B)(6) 2012, follow up imaging revealed the aneurysm diameter measured 69 mm. The type ii endoleak was still present. A wait-and-watch approach was taken to the aneurysm enlargement and the type ii endoleak. No further information has been reported to gore.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Additional manufacturer narrative - (B)(4).